Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient had incontinence and falls. It is unknown if the system contributed to this issue. Surgical intervention was undertaken and the system was explanted.